Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient's backup controller was noted to have loose power ports. It appeared that the patient had done a controller exchange at home for unknown reason. The patient denied performing the controller exchange. Per site records, this controller should have been the patient's primary. The site removed the controller was service and the controller was replaced. There were no reported consequences or impact to the patient. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that a power port of the controller was loose. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed during visual inspection. Analysis of the device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector with the o-ring gasket displaced and the connector's locknut loose inside the housing. In addition, the controller serial port connector was found loose from the controller housing with the o-ring gasket missing and the connector's locknut loose inside the house. Furthermore, the serial port rubber cap was missing. The most likely root cause of the missing serial port data cap can be attributed to the handling of the unit. This observation is not related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.